Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "rupture." This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, a.4, b.3, b.5, d.6b, g.2, h.6.

Event description:
Patient reported "rupture." Healthcare professional later confirmed "right deflation". This record is for the right side. The device has been explanted.